Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to controller board issues. A field service engineer replaced the controller board and configured the drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank es system had a drawer failure. The customer reported that the drawer failed to open and indicated hardware failure. The malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.